Event description:
It was reported that an implantable neurostimulator had lack of therapeutic effect and the patient had a urinary tract infection (uti.) It was stated that the patient "never" had therapeutic effect and the therapy has "never really helped." The patient has had "a lot of problems lately" and had a "really bad" uti. The patient was scheduled to see their hcp. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID unkn-ld, serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient. (B)(4).